Manufacturer narrative:
Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dib00 model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Due to complaints of positive dysphotopsia, the iol was explanted in a secondary surgical procedure. Replacement iol information is unknown. There was no incision enlargement, no suture(s), and no vitrectomy during the lens exchange procedure. Best corrected distant visual acuity (bcdva): -0.50+0.50x076 20/25. Patient status post lens exchange procedure was reported as fully recovered. No further information is available.